Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Upon evaluation it was determined that the reported symptom of "no downstream occlusion" was referring to a constant false downstream occlusion alarm as confirmed in the event history log. The device was found out of specification in relation to this symptom, which was reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream force sensor was calibrated to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump had "no downstream occlusion," which was clarified during baxter's evaluation as a constant false downstream occlusion message. It was also reported there was no patient injury.